Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with loss of consciousness. The patient¿s lead exhibited pacing inhibition and oversensing of noise in the atrium. It was also confirmed that the lead had insulation damage and was leaking. The lead was reprogrammed unipolar and remains in use. No further patient complications have been reported as a result of this event.